Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and mildly calcified proximal right coronary artery (rca). After deployment of a 4.0 x 23mm non-bsc stent, a 5.00mm x 12mm nc emerge® balloon catheter was advanced for post-dilatation. However, during first inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR. :returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. There are numerous hypotube and shaft kinks. Microscopic examination revealed that the balloon has a 1.5mm longitudinal tear at the distal markerband. The tip is damaged. There is shaft damage at the exit notch that is consistent with damage seen with the use of a guide wire. There is no indication the device was inflated over the rated burst pressure. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and mildly calcified proximal right coronary artery (rca). After deployment of a 4.0 x 23mm non-bsc stent, a 5.00mm x 12mm nc emerge balloon catheter was advanced for post-dilatation. However, during first inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.